Event description:
The two narrow pins of the fixation guide were not inserted into the holes on the upper side of the distractor, because the surgeon couldn't do so. During actuation of the distraction rod by the key the distraction rod broke.

Event description:
The two narrow pins of the fixation guide were not inserted into the holes on the upper side of the distractor, because the surgeon couldn't do so. During actuation of the distraction rod by the key the distraction rod broke.